Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition is unknown.

Event description:
The customer has reported a broken plate. The surgeon is to perform revision surgery (B)(6) 2016. The customer has reported that it may be possible the patient didnt follow instructions during recovery.